Event description:
The blue clave connector leaked blood out of the valve after it was connected to the hub of a 20 gauge introcan safety IV catheter. The clave was changed after the leaky valve was discovered, which was immediately after it was connected to the IV catheter.